Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer inserted a new battery, but the alarm persisted. The customer's blood glucose was 128 mg/dl. Troubleshooting was done. The customer stated that he may have rolled over the insulin pump and that he was laying on the insulin pump when the alarm occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to corroded keypad traces. After battery installation the battery icon displayed properly the battery charge. No button error alarms noted. The insulin pump was received with cracked case at battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.